Manufacturer narrative:
The device was returned and received at csi, but the package could not be located for analysis. Therefore, the results of the investigation are inconclusive. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi ID: (B)(4).

Manufacturer narrative:
(B)(4). Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
Two treatments were performed in the mid left anterior descending artery (lad) on low speed with a diamondback coronary orbital atherectomy device (oad). The vessel was heavily calcified and was 3.25 mm in diameter at the proximal segment and 3 mm in diameter at the distal segment. The vessel was not tortuous. Imaging performed after the low speed treatments indicated no damage to the vessel. A high speed treatment was performed in the same area, and perforation was identified. A prolonged balloon inflation was administered to resolve the perforation. Covered stents were deployed, and slow flow was observed. The patient was transferred to the ICU on impella support. The patient expired in the ICU. In the opinion of the physician, the oad contributed to the perforation, and no flow likely occurred as a result of the intervention used to treat the perforation. The physician's opinion as to the cause of the patient's death could not be obtained.